Event description:
User failed benzodiazepine proficiency survey for one sample due to a false negative result. The peer group reported a positive result and the sample was known to be positive from the manufacturer. The original sample was repeated several times after receiving the failing results. The date of this repeat testing was not provided. The user then requested a new sample from the proficiency material manufacturer and received a negative result for this sample. Date of testing for the second sample was unk. User stated not to her knowledge have any discrepant patient results been generated. The field service representative visited the site and was told by the user that the analyzer was functioning as designed. If additional information is received, appropriate notification will be provided.